Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received a result of 396 mg/dl on the aviva nano system, and a result of 148 mg/dl obtained on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.